Manufacturer narrative:
It was reported that this device was operated under machine controlled ventilation mode, this device suddenly alarmed and the ventilation stopped, the customer switched it to manual ventilation mode afterwards. Then, the customer replaced with a back up device for used immediately. There was no patient injury reported. After confirmation, the customer contacted draeger service engineer via phone, and after restarting, this device can back to normal use, no further issue was reported. No additional information like debuglog, pictures were provided, no faulty parts were received too. Based on the description of the failure, the issue occurred during operation, and caused the ventilation control failure, the operator had switched to the manual ventilation mode to keep the ventilation process going. Based on the currently available information, the manufacturer concluded that the device operated as expected and issued an alarm prompt to alert the user when deviations were detected. The device must be operated under the continuous supervision of a trained operator. Even when the machine control was turned off, the user can still perform manual ventilation, thus mitigating the potential risk of ventilator failure or shutdown. The device operated normally after restarting, no further problems were reported, no potentially faulty parts were received, and the failure could not be reproduced. If necessary, it is recommended that the customer contact professionally trained maintenance personnel to refer to the relevant specifications in IFU to inspect and perform preventive maintenance on the device.

Event description:
It was reported that vent fail during use, no health consequences have reportedly occurred. The sn was not provided by the reporter, and it is under confirmation.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. The unique device identifier (UDI) of the affected product could not be determined due to the missing serial number of the device. We will request the serial number from the customer. If this attempt leads to an UDI, we will add it in our follow-up report.

Event description:
It was reported that vent fail during use, no health consequences have reportedly occurred. The sn was not provided by the reporter, and it is under confirmation.